Manufacturer narrative:
Date of this report: 6/11/98.

Event description:
The arterial filter leaked at the inlet and outlet ports during the procedure. The case was completed with this device. No pt injury or further complications occurred. No further details were provided.